Event description:
Patient reported for unspecified side "exchange from textured to smooth device due to product concern", "bia-alcl diagnosis", "pain", "fluid around devices". Also reported "chronic migraines, memory issues, brain fog, feeling sick" which is not related to the device. Histopathological markers cd30+ and alk- have not been received. The device remains implanted.

Manufacturer narrative:
The events of lymphoma-alcl-suspected and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected and seroma.